Event description:
The pt had sings of hypoglycemia - slurred speech and couldn't stand. Pt's daughter-in-law called the emt's and then tested pt's blood glucose on the suspect device. The suspect device result was 253mg/dl. Upon arrival, the emergency medical technician's device read 35mg/dl. Pt was given candy and taken to the hospital. Treatment in the hospital is unknown.